Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and their spouse asked a neighbor to call 911. Emergency medical technicians had the customer drink a ¿large coca cola¿ and they placed "patches" on customers skin to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.